Event description:
Beginning a couple of months prior the pump was eroding through the skin. The skin split and the pump was visible. The patient was working with a wound specialist as well as his physician. The pump was repositioned and moved closer to the patient's "belly." The pump delivered baclofen and the patient was supplemental with oral drugs at the time of surgery. Further information is being requested from the hcp.